Manufacturer narrative:
(B)(4). The customer returned one size 7.0 mm et tube for investigation. The et tube was returned in a sealed tyvek pouch. However, it does not appear to be in teleflex packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the et tube appears to have been used. Adhesive residue can be seen on the tube near the 26 cm marker. The 24 cm marker appears worn. Visual examination of the cuff revealed that there is a small cut in the cuff material which resulted in a leak. The returned et tube was functionally tested for leaks. The cuff was inflated using lab inventory 20 ml syringe. Applying hand pressure, the cuff was inflated and immediately, the pressure in the cuff dropped. The cuff was then submerged underwater and re-inflated. An air leak could be seen immediately exiting a small cut in the cuff. A corrective action is not required at this time as the damage observed and the time of discover indicate that operational context caused or contributed to this event. All et tubes are 100% inspected for inflation and deflation during manufacturing. This type of defect would have been detected during the final inspection testing. The reported complaint of a leak from the et tube cuff was confirmed based on visual inspection and functional testing of the returned sample. A small cut was observed in the cuff which resulted in a leak during functional testing. A device history record review was performed on the et tube with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation during manufacturing. This type of defect would have been detected during the final inspection testing. Therefore, based on the observed cut in the cuff and the time of discovery, operational context caused or contributed to this event. A document assessment(fmea) was conducted and no changes required.

Event description:
The customer alleges that (it seems) there is a leak in the pilot balloon and cuff. The valve isn't holding the pressure. Intervention - the patient was successfully re-intubated.